Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/12/2024.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
.Healthcare professional reported left side rupture. Device has been explanted.

Event description:
.Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening and one opening surgical damage. As per the investigation procedure, crease wear abrasion and non-penetrating was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.